Event description:
It was reported that during a hospital visit, this cardiac resynchronization therapy defibrillator (crt-d) was found to have delivered inappropriate bursts of anti-tachycardia pacing (atp) and shocks. The health care professional (hcp) called technical services (ts) for further review of the stored episodes. Upon review, the presenting electrogram (egm) showed that the patient appeared to be in an atrial fibrillation (af) with rapid ventricular response (rvr) and this crt-d delivered eight bursts of atp and two shocks to convert the rhythm. Ts determined the atp and shocks to be inappropriate. Ts discussed programming optimization options with the hcp. At this time, this crt-d remains in service. No additional adverse patient effects were reported.